Event description:
It was reported by the rep that no info was made available regarding this incident. Opened another device to complete the case. There was no consequence to pt. 07/2001 add'l info received, device had a torn gasket.